Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number for this incident was not provided. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure.

Event description:
It was reported that while a staff member was wiping the top of a nova insulin pen with an alcohol swab, he/she obtained a contaminated needle stick injury from a bd autoshield¿ duo pen needle 30 g x 5 mm that remained attached to the insulin pen. The staff member involved was tested for: (B)(6). All labs listed except for (B)(6) was ordered for the source patient. No prophylaxis medication was provided. Neither staff nor patient has tested (B)(6). The staff member will be followed up by his/her facility at 6 weeks, 3 month, and 6 month increments.